Manufacturer narrative:
(B)(4). Unknown day in (B)(6) 2018. Concomitant medical products: catalog# 00877503203 bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14 lot# 3265431. Unknown stem. Unknown liner. Report source: foreign: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately 3 months post implantation due to malposition of the cup. No further event information available at the time of this report.